Event description:
The customer reported a leak of approximately fifty milliliter coming from the rinse block of a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and liquid dripped to the floor the healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) realigned the probe and probe wipe assembly, resolving the issue. The instrument was returned into operation. The cause of the event was misalignment of the probe wipe assembly. No discrepant results were generated for this event however this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).